Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 40 mg/dl. The patient was treated with food and glucose tablets. The patient declined troubleshooting. The customer was advised to call us anytime to troubleshoot the insulin pump. No additional assistance was required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.